Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. During lead revision, it was observed that the rv lead was not fully inserted into the header of the device. The lead was repositioned and successfully inserted into the device header. The patient was stable following the procedure and there were no adverse consequences.